Event description:
It was reported that shaft break occurred. The 90% stenosed, 35mm in length target lesion was located in the mildly tortuous, mildly calcified and 3.0mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and a 38 x 3.00mm taxus¿ liberté¿ long stent was advanced however, the shaft of the device was fractured 50cm away from the hub while still inside the guide catheter. The fractured shaft was removed using a snare. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).